Event description:
These sponges, raytec 4 x 4 16 ply x ray detectable sponge gauze being used during surgical procedure. When the sponge was used it shredded into two pieces, a 2nd raytec sponge was placed in the abdomen, shredded on the end - the pack of sponges was passed off the field and replaced.